Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The lock was loose and had both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was confirmed. The observed condition was likely caused by wear and tear/ improperly handling of the device. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the swivel lock of the a1114 mayfield infinity skull clamp needed repair. There was no known patient involvement or surgery delay.